Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that his batteries were not charging correctly. He stated neither battery was charging when placed on the charger. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem (batteries will not hold charge) has been completed. As received, the battery charger was found to have defective components on the bedside board pca. A p-channel mosfet (component u9), a d-type flip-flop circuit (component u11), a linear regulator (component u12) and a high side current sense amplifier (component u14) were found to be defective. The root cause of the defective components cannot be positively identified. Once the components were replaced, the battery charger was fully functional and operating normally. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.